Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The morphology was wide and the r-waves were much smaller in the shock episodes when compared to presenting electrogram. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.